Event description:
Device report from synthes (B)(4) reports an event in (B)(6) as follows: it was reported that during impaction of the proximal femoral nail antirotation blade; the impactor broke apart. Another proximal femoral nail antirotation set was used to continue the surgery. There was no report of a surgical delay. This report is 1 of 1 for complaint (B)(4).

Manufacturer narrative:
Device used for treatment, not diagnosis. Device is an instrument and is not implanted/explanted. Device is not distributed in the united states, but is similar to device marketed in the USA. The investigation could not be completed; no conclusion could be drawn, as the product is entering the complaint system. A review of the device history records was performed and no complaint related issues were found. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
The device was used for treatment, not diagnosis. Additional narrative: (B)(6). An evaluation was performed on the returned device. As per received condition; the blue grip of the impactor separated from shaft. The welding between the handle and the inner shaft is broken. The review of the production history revealed that this instrument was manufactured in april 2012 according to the specifications. No manufacturing related issues that would have contributed to this complaint were found. Based on the type and extent of damage incurred, heavy strokes on the impactor caused the breakage of the welding seam. It is also noted that the current technical guide recommends to; insert the pfna blade to the stop by applying gentle blows with the hammer. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Per additional information received; the surgery was prolongated, two minutes in order to get another impactor.